Event description:
Initially, the customer contact baxter's technical service center (tsc) regarding a check supply line alarm which was resolved over the phone. During a follow up call on (B)(6) 2012, the cg stated that he did not remember why the home patient had disconnected but the patient needed to drain because he was retaining fluid. The cg stated that the patient had developed a tear in the peritoneal cavity and was leaking solution into his lower extremities. The cg was told by the nurse to stop therapy for 3 days and then resume. The hp resumed therapy on saturday ((B)(6) 2011). The hp continued to retain fluid and the cg called the nurse on monday. The patient was hospitalized to change out the shunt in his neck. The hp is currently on hemodialysis. The cg reported the nurse felt that the hp's problem may have been program related. During a follow up call on (B)(6) 2012 the facility nurse clarified that this is a peritoneal leak, not a tear. The patient is an "old" man with a weak intestinal lining who was lifting when he should not have. The leak is not related to the baxter device. The patient is currently on hemodialysis until the leak has resolved. It is unknown how long the patient has had the tear. No further information is available.

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional clinical information related to this incident. Should additional information become available a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned to baxter product analysis (pal) therefore no evaluation was performed. The root cause was undetermined.